Event description:
Pump 1: no infusion - nurse reports that they set up a secondary infusion to infuse thiamine to patient. They report that the secondary infusion would not infuse, they verified correct set up with another nurse and the infusion would still not infuse. They grabbed another IV pump and re-setup the infusion and the secondary infusion worked. Htm tested pump, passed all tests. Sent back to baxter to evaluate. Pump 2: pump continues to shutdown, states system error 110, htm sent back to baxter for repair. Pump 3: no infusion: patient became hypotensive (76/48), norepinephrine drip started at .1 with no affect in blood pressure. The critical care team was called in, phenylephrine 100mcg IV push given to increase blood pressure. New bag of norepi was spiked and started on another IV pump. Blood pressure immediately recovered once the new bag/new pump was initiated. The central line was confirmed in place and working. The IV pump appeared to be not administering the norepinephrine, despite the pump saying it was running. There were no IV alarms on the defective pump during the event. The IV bag was fully spiked/there were not IV clamps clamping the tubing. There were no kinks in the tubing. Passed all bench tests, sent back to baxter for evaluation.